Event description:
It was reported that, "during the tka, when the surgeon was inserting a tibial component by using the reported device, the locking lever dissociated from the main body."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.